Manufacturer narrative:
The investigation determined that a lower than expected vitros ipth result was obtained from a single level of a non-vitros mas control (lot oim2811) using vitros immunodiagnostic products intact pth reagent lot 2170 on a vitros xt 7600 integrated system. The assignable cause of the event is unknown with the limited information provided. Historical quality control results were acceptable, indicating vitros ipth reagent lot 2170 did not likely contribute to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ipth reagent lot 2170. Although the manufacturer qc handling best practices were provided by the customer, it remains unknown whether the customer followed the recommended qc storage and handling procedures on the day of the event. Findings from econnectivity showed that the lower-than-expected vitros ipth qc result occurred approximately 25 minutes after a previous qc test, but it could not be confirmed whether the same qc material was used. The vitros ipth reagent is susceptible to fragmentation. If the qc was left at room temperature and exposed to ambient air during this period, it may have contributed to the lower result. Therefore, improper qc storage and/or handling cannot be ruled out as a contributing factor. No precision testing was performed on the vitros xt 7600 integrated system when requested. Although a diagnostic precision study was not performed, there was no indication of an instrument malfunction, and the customer obtained acceptable results after the event without any action being performed on the analyzer. Therefore, a vitros xt 7600 integrated system issue is not a likely contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected vitros ipth result obtained from a single level of a non-vitros mas control (lot oim2811) using vitros immunodiagnostic products intact pth reagent lot 2170 on a vitros xt 7600 integrated system. Mas lot oim2811 l1 result of 18.4 pg/ml vs. The expected mas peer mean result of 28.8 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected result was obtained from a non-patient quality control sample. The customer confirmed there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).